Event description:
It has been reported that the device experienced a dpm hardware failure and was unable to pace during a training session.

Event description:
It has been reported that the device experienced a dpm hardware failure and was unable to pace during a training session.